Manufacturer narrative:
(B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material#: 302830 lot#: 3297370 it was reported by the customer reported that our team member noticed white markings. Verbatim: rcc received a complaint via email. Email(s) attached. Upon drawing up saline in a sterile 20ml syringe our team member noticed white markings. Syringe: lot 3297370 exp: 10/31/28.

Event description:
Additional information received material#: 302830 lot#: 3297370 it was reported by the customer reported that our team member noticed white markings. Verbatim: rcc received a complaint via email. Email(s) attached. Upon drawing up saline in a sterile 20ml syringe our team member noticed white markings. Syringe: lot 3297370 exp: 10/31/28. Additional info received on 19-feb-2024 1) was the marking found prior to use on any patient? Yes . 2) what is the solution in the syringe? 0.9%ns. 3) is the sample available for return? Yes.

Manufacturer narrative:
Pr (B)(4) follow up for device evaluation it was reported there were white markings. To aid in the investigation, one sample in an opened packaging blister and one photo was provided for evaluation by our quality team. A visual inspection was performed with 10x magnification. The sample has 11ml of a solution and the syringe rubber stopper has a discoloration. It is an embedded defect from the stopper molding process. The syringe was sent to the rubber stopper supplier for additional analysis. The supplier confirmed the foreign matter as material used during their processing. The photo provided shows the sample received. No other defects or imperfections were observed. A device history record review was completed for provided material number 302830, lot 3297370. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.